Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. Moreover, the issue occurred with five infusion sets that lasted for a day before coming off. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.